Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.